Event description:
Physician reported right side late seroma and broken implant. Device remains implanted.

Manufacturer narrative:
Continued: e1- postal code: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician later reported "persistent fever", seroma for collateral side. Un-reporting seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6(a), g4, h4, h6.